Event description:
It was reported that there was a perforation in the mid left anterior descending (mlad) artery. The graftmaster 2.8 x 16 mm was unable to cross a previously placed stent and was removed from the patient. A balloon catheter was then used to seal the perforation. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.